Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported it was reported that premature battery longevity was observed on the implantable pulse generator (ipg) and the patient experienced dizzy spells. Ipg was explanted and replaced. No further patient complications have been reported as a result of this event.